Event description:
It was reported that the battery trend of this implantable cardioverter defibrillator (ICD) showed rapidly decline over last six months. Data analysis has been requested. Additional information indicated that the device was explanted and was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.